Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had a defective display; the display was cracked, and it failed incoming functionality testing. It was also noted that the keypad was damaged, and the main seal was bulging. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a defective display. The epg has been returned for repair. No patient complications have been reported as a result of this event.